Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dL while wearing the Pod between 37 and 48 hours on their abdomen. The patient reported being unsure if the cannula was properly seated in the infusion site. The Pod was not sticking well and it was leaking insulin. As treatment, a new Pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.Locked Down Smartphone: LOCKDOWNOmnipod Software App Version: 3.1.6Operating System: N5004L-AM-Q-MV01602-06-01.06Hardware: N5004LPlease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.